Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) went blank on its own while monitoring patients. No patient harm or injury was reported. Nihon kohden technical support (nk ts) confirmed with the customer that the cns had power to it and that there were no red indicator lights on the hard drive. Ts then advised the customer to check the power indicator light on the monitor, which was not lit. They then decided to unplug the monitor from the bottom of the screen, and plug it back in, which resolved the issue. The nurse stated she remembered someone bumping into the monitor a couple of minutes before the issue occurred, and it looked like someone hit the screen lock button by accident. Service requested / performed: troubleshooting. Investigation summary: based on the available information, a definitive root cause could not be identified. Possible causes of the issue are human error and inadequate cable management. It is possible that the power cable of the device was not securely plugged in, and when the staff member bumped into the monitor, the cable loosened and turned off the monitor. The overall risk rating of the event is medium. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the screen on the central nurse's station (cns) went blank on its own while monitoring patients. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen went blank on its own during regular operations. No patient harm or injury was reported. Nihon kohden technical support confirmed with the customer that the cns had power and that there where no red indicator lights on the had drive. Nk ts then advised the customer to check the power indicator light on the monitor, and they reported that the power light was off. They then decided to unplug the monitor from the bottom of the screen, and re-plug it back in, which resolved the issue. The nurse did say that she remembers someone bumping into the monitor a couple of minutes before the issue occurred, and that it looks like that someone hit the screen lock button on accident. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) screen went blank on its own during regular operations. No patient harm or injury was reported.